Event description:
It was reported that the device experienced a power on reset, and it was noted that the patient had been undergoing radiation therapy. The reset will be cleared, and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.